Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt stated that they experience a "buzzing sensation in his brain and a headache" when near any of the following: 1000 watt home theater sound system; movie theaters; cars with stereo systems. It was stated the pt experienced these systems if a car drives by with a stereo system. Additional information has been requested, a f/u report will be sent if additional information becomes available.